Manufacturer narrative:
As the complaint meter was returned, I-sens conducted control solution tests with the returned meter and complaint lot retained strips. All results were within the allowable range wirh 153, 160, 156, 159, 160 mg/dl (a: 112-167 mg/dl), and 235, 252, 239, 231, 250 (b: 189-283 mg/dl). Additionally, as a result of disassembling the meter, there were no abnormalities such as inflow of blood or foreign substance or pin deformations found within the connectors, therefore, it is determined that the meter is functioning normally.

Event description:
On (B)(6), 2023, franklin community fire department received a call for chest pains. Upon arrival, patient was conscious, and she was exhibiting signs of low blood glucose. The fire department did a blood glucose test with the assure prism meter and received a reading of 31. Fire department personnel had her eat a peanut butter and jelly sandwich and drink some sweet tea. They checked her blood glucose again 10 minutes later with the assure prism meter and the reading was 32, which seemed unusual. The ems crew arrived to take over the situation, and when they tested the patient's blood glucose with their meter, the reading was 480. The fire department left, and ems personnel transported patient to the hospital where it is unknown what kind of treatment she received. When caller returned to the fire department after the call, the caller performed a blood glucose test on himself with the assure prism and received a reading of 41. Caller performed a control solution test with the assure prism using l2 control solution and received a reading of 31 and the range for the l2 control solution was 31, indicating the meter was still reading low, even with control solution. The same control solution was used to test other assure prism meters that the caller had, and those test results were within range. Replaced meter, strips and sent return label.